Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the catheter was found in the bed completely out of the urethra. The catheter is not blocked but the balloon burst. Very slight bleeding.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. After receiving this complaint, we could not search for other complaints, as the lot number is not available. Unfortunately, we have not been given sufficient information to perform an investigation. This complaint will be used for trend analysis. The balloon burst issue is known and monitored on a monthly basis. The root cause of the balloon burst is unknown. No corrective action will be implemented as the specific trend for balloon burst and this product family is considered acceptable. It is concluded that the risks identified are still acceptable and considered as safe. Our clinical assessment concluded : prostatic catheters are commonly used in urological practice and balloon bursting in situ is a known issue. This type of medical device must only be used by trained and experienced professionals.